Manufacturer narrative:
According to the reporter, during the procedure there was an error code/fault indicator. When the surgeon took out the probe, the cutter tip was found damaged. The surgeon's finger was hurt when checking and was sutured one stitch. The procedure was completed with another device. It was uncertain if the cutter fragment fell into the patient breast. The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to obtain tissue samples from the breast for diagnostic analysis of breast abnormalities. Evaluation of the returned device found that there was damage on the inner cutter head and aperture shaft head. The tube cutter was bent and was not able to close or open completely. The state of the device indicated that the cutter head and shaft head had a collision during the operation. The investigation determined that the most likely root cause for the damage was due to user force creating torque on the probe larger than the device specification during the surgery. The user manual states: be sure to never bend or deform the probe, the bending load should not exceed 4.2"-lb (0.4745 newton meter). Regarding the reported statement, "it was uncertain if the cutter fragment fell into the patient breast." We have reached out to the reporter and have not been able to confirm evidence of any foreign material in the patient. If we receive any new information we will report a supplemental report to document any changes. We are submitting this report due to the surgeon's need to receive stitches.

Event description:
According to the reporter, during the procedure there was an error code/fault indicator. When the surgeon took out the probe, the cutter tip was found damaged. The surgeon's finger was hurt when checking, and was sutured one stitch. The procedure was completed with another device. It was uncertain if the cutter fragment fell into the patient breast.

Manufacturer narrative:
The initial report was submitted on 15-feb-2024. The purpose of this follow up report (#1) is to correct the following errors in the initial report: h5 labeled for single use should have the "yes" box checked. E1 contact name, establishment name, address, and phone number were updated. No email should be listed. E2 health professional should state "yes". E3 occupation should state "other health care professional".

Manufacturer narrative:
The initial report was submitted on 15-feb-2024. The pupose of this follow up report #2 is to correct the following cells in the initial report: d4 catalog #, d4 primary unique device identifier (UDI)#, g1 contact office - manufacturing site had the incorrect state abbreviation listed.